Event description:
It was reported that the physician tried to advance the balloon through a recommended 6f introducer sheath. The balloon would not advance. Upon removal, the balloon separated from the shaft.